Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4) , implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 03-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient had seroma at the lead incision site. The patient didn't have a fever. The rep noted that the healthcare provider (hcp) planned to open up the lead site and remove the lead if the patient had an infection. The seroma was noticed the week prior to the report. Additional information was received from the rep 2020-07-30. The rep reported that the lead incision was opening up and draining clear fluid. The hcp opened up the lead incision and cultured the fluid. No infection was found. The lead and battery remain implanted. The issue was resolved.